Event description:
A malfunction was reported with the code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the issue recurred.